Manufacturer narrative:
Philips has investigated this complaint. Investigation identified that the customer had requested the system to be able to perform specific c-arm movements when the system table is in the "reset" position. The system was not in clinical use and there was no reported loss of c-arm movements. A philips field service engineer (fse) inspected the system on site and confirmed that there was no issue with the system movements. A philips clinical application specialist modified the system's settings of the table "reset" position to allow for the movements requested by the customer. At the time this complaint was received, philips did not have enough information to exclude that a malfunction with the potential for death or serious injury on recurrence had occurred, and as such the complaint was reported. Since that time, new information has been received which has confirmed that the system did not malfunction. Investigation confirmed that there was no reported loss of movements. The customer requested the system settings to be modified to be able to perform specific movements when the table is in a specific position. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcomes.

Event description:
It was reported to philips that all movements of the c-arc were not possible. No harm was reported to philips. Philips has started an investigation of this complaint.